Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump had currents within specification and no unexpected battery out limit alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer also reported multiple battery out limit alarms. Customer's blood glucose level at the time 44mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.